Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 35-49 mg/dl. Sugar was consumed to address the bg levels. Reportedly, the customer had been using u-500 insulin in their cartridge. Tandem technical support informed the customer u-500 insulin was contraindicated to be used with the pump. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) levels were confirmed by cgm on (B)(6) 2017. Low bg levels were recorded during the early morning hours of (B)(6) 2017. The last bolus requested prior to the low bg levels was at 7:04pm on (B)(6) 2017. Basal rate was at its lowest setting at the time of the low bg levels. There were no erratic bolus requests or basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence of device malfunction.